Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round moderate profile 250cc, catalog number 3501635, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 250cc breast implants and experienced ptosis and deflation on the left breast implant. The patient noticed ptosis and deflation. The healthcare professional diagnosed deflation via MRI and examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device will be explanted on (B)(6) 2018. The facility name is (B)(6). The facility address is (B)(6). Manufacturer¿s reference number: (B)(4).